Event description:
It was reported that during a pharyngeal pouch the device would not open. The device was fired again which perforated the wall of the esophagus/pouch. The surgeon phoned a colleague who advised a left lateral neck incision and over sewing the fistula. The surgeon performed this, under methylene blue aided visualization of fistula. The pt was returned to the ward. The pt's condition became worse. The pt was then transferred to another hosp. Further surgery was subsequently performed.